Event description:
It was reported that patient experienced cardiac arrest, cardiac tamponade and pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear was selected for use. A thick anterior limbus inhibited a proper transseptal location leaving the physician to cross posteriorly. Vein positioning was disadvantageous from this location but access into the left atrium (la) was achieved with intracardiac echocardiography (ice) support. Upon searching for the left superior pulmonary vein (lspv) the physician believed that the wire created a small puncture in the appendage. The patient's pressures dropped, and a code was called as the centesis kit was prepped. Transesophageal echocardiogram (tee) revealed a posterior effusion. Heparin was reversed and a longer cannula was inserted for aspiration removing approximately 1l. Negative pressure pump was placed on patient's chest. Patient cardiac function recovered, bleeding slowed, and patient was moved intubated to intensive care unit (ICU) for continued monitoring. The patient is expected to fully recover. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.